Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login into station and logistics. A technical support specialist (tss) remotely accessed the server after the website displayed an http 503 error and found several iis application pools cfnpesapppool, pyxis filer, pyxisidentity, and pyxis platform services were stopped and immediately failing on restart. Following knowledge article "service unavailable: http error 503", the tss confirmed the carefusion (cfn) service account was correctly listed in local security policy but attempts to update its password failed. After contacting the customer, hospital information technology (hit) confirmed the cfnservice password had expired, prompting updates to the synch account in interface setup, all service account passwords across servers, all internet information services (iis) application pools, and the reporting configuration. Reporting services initially failed due to encryption key issues, so the tss followed guidance from prior product support engineer (pse) recommendations using knowledge article "medstation es unexpected error while generating the report server cannot decrypt the symmetric key" to remove encrypted content and reconfigure bulletin/report data sources. After updating credentials in reporting services configuration manager, all services and application pools were verified operational, reports ran without error, and the customer confirmed all devices were communicating, off override, and the website accessible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to log in to pes and logistics. The system displayed the error message, "your login attempt was not successful, please try again." The site was identified as being under a va account. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.